Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd nexiva nearport 20ga x 1.00in w/ maxzero needle retraction failed. It was reported by customer that our staff brought forth two examples when the needle did not fully retract from a 20g nexiva in the ec. Below is the lot number/information from one of packages. (B)(4). Expires 2027-08-31, lot: 4247493, 2024-09-06. Our staff brought forth two examples when the needle did not fully retract from a 20g nexiva in the ec. Below is the lot number/information from one of packages. (B)(4). Expires 2027-08-31, lot: 4247493, 2024-09-06.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.